Manufacturer narrative:
The reported complaint was confirmed. Per field service representative (fsr), the internal batteries were last replaced on may 2014. This was a back-up unit and was not in use for a long time. The unit was charged by plugging it in. The battery back-up was plugged into the control module. The charge indicator light did not illuminate when on alternating current (ac) power. The ac power supplied to the battery and the ac power connection in the back was secured. The charge indicator light was not flickering. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the battery charge led was not illuminated when plugged into ac power. The battery level meter was in the red when the fsr switched to connect mode and could not power on the centrifugal controller. The fsr replaced the batteries and performed release test. The unit passed the release test. The batteries were returned for further testing. The product surveillance technician (pst) confirmed the batteries were received in a severely discharged condition. The batteries measured 4.7 and 6.9 vdc upon receipt (non typical). Typical voltage of a completely discharged battery is 11.4 vdc. Conductance values were not attainable due to the lower than normal voltages. The conductance meter requires approx. 11.5 vdc to obtain the reading. The lower than typical voltages of both batteries indicate they have incurred internal degradation that is non-reversible. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The customer reported that while performing the monthly battery check, a part of the preventive maintenance (pm), the battery was unable to power the centrifugal controller and the battery meter was all the way in the red. There was no patient involvement.